Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm on the mpu was not confirmed. During the evaluation of the returned mpu, serial (B)(6), there was no physical issues with the unit. The mpu was run on a mock loop with a test controller and the issue could not be reproduced. The cables were manipulated and no alarms were active. The unit returned with a v-lock and was run several days without issue. The mpu was opened and all components and cabling were inspected. All were found in good condition. A full functional test was performed and the unit passed all tests. The unit was returned to the customer site. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, while connected to batteries, the patient touched the power cord of the mobile power unit (mpu) and the mpu sounded an alarm. While the mpu was beeping, the power symbol was illuminated green and neither the yellow wrench light nor the battery light were illuminated. The alarm continued for a while but then resolved on its own. The patient touched the power cord again and the alarm returned and did not resolve. The patient unplugged the power cord and then removed the three batteries from the mpu and the alarm stopped. The mpu was left until the next day. On (B)(6) 2021, the patient put the batteries back in the mpu and plugged the power cord into a wall outlet, the alarm returned. When the mpu was unplugged, the alarm stopped. On (B)(6) 2021, the patient plugged the power cord into a wall outlet again and the alarm returned, but did not stop even after the power cord was unplugged. The patient removed the batteries and the alarm stopped. The times that the alarm sounded, only the green power symbol was illuminated.